Event description:
Additional information form the patient's physician was received. Per the physician, the patient's increase in seizures was due to the low battery and that rate of the seizures was back to pre-vns levels.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported from the patient's mother that the patient has been experiencing an increase in seizures. The mother does note that the patient's medications are being adjusted. Mother also noted that the patient battery may likely need to be replaced. A battery life calculation was performed and the patient¿s vns generator was concluded to likely be depleted and is no longer providing therapy. Implant card was later received reporting that the patient's generator was replaced due to prophylactic reasons. The generator has not been received to date. No other relevant information has been received to date.